Event description:
The user facility reported that following successful implant on a patient, the pump was found to be positioned incorrectly in the left ventricle. Multiple attempts to reposition the pump were unsuccessful and the staff opted to proceed with support despite the suboptimal position. As the scheduled procedure proceeded, the patient experienced ventricular tachycardia and required defibrillation. The supported procedure was completed,. However, a hematoma was discovered at the impella access site following placement of the repositioning sheath. Manual pressure and femostop were applied and anticoagulation was placed on hold to manage the condition. Support was continued following the intervention and the patient is in stable condition.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿